Event description:
Caller reported occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support and reverted to an alternate method of insulin therapy.